Event description:
Adverse event: posterior capsule tear. Malfunction: poor fluidics. The nurse reported the IV pole would not go up to 110cm. Additional information received from the surgeon stated he noted poor fluidics due to the tape on the IV pole. The IV pole would not move passed 70 cm. The chamber collapsed with a posterior capsule tear occurring. The surgeon performed an anterior vitrectomy. The case was extended by 30-35 minutes. The iol was implanted. The surgeon stated the patient is doing well post-operatively. The surgeon stated there was a two hour delay prior to surgery because of the IV pole issues. The following three cases were cancelled as a precaution.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The facility biomedical technician stated he had removed the tape that was on the IV pole. Preventive maintenance was performed. The software was updated. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. A review of complaints for the last 24 months did not indicate any additional complaints associated with this system. A review of service requests for the last 24 months did not indicate any additional related reports for this system. (B) (4)